Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Date of insertion ¿ ¿(B)(6) 2023 6 days dwell time 1 dressing changes nurse noticed dressing and bed wet. Dressing removed and flushed, crack and leak on hub of PICC. 6 in extension not present.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there were no samples available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive and the complaint could not be confirmed. Establishing a root cause and appropriate corrective action for the reported issue is not possible. Additional information provided in h.6. And h.11.